Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306575 and lot number 1034198. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. With the experience of our processes the effect of having plunger resistance could be induced by how the silicone is applied to the syringe barrel inner wall. There are quality controls currently in place to detect this type of defect during the production process including initiatives in our production line monitoring the silicone application and its consistency. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using 2 bd posiflush¿ pre-filled normal saline flush syringe the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter:  it was reported that nursing staff cannon push solution through the extension set.